Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was turning off by itself as the patient saw the therapy screen but no lightning bolt. Patient was walked through turning ins on and turned down to 2.2v for comfort. Patient noted they did not think the therapy was working the night before the report. Additional information was received on 2017-oct-18. The patient stated they were on program 3 and wanted help switching to p1 and increasing stimulation but they could not get stim to increase using the patient programmer. The reason they wanted to change from p3 to p1 was because it wasn't helping with their symptoms and they were not sure they were on the right settings. Patient stated it worked 50% of the time- some days, it would work good but other days not at all, it was intermittent; at first it worked and sort of stopped working as well. Troubleshooting showed the programmer read stim is off. Patient services reviewed stim needs to be on to increase (safety feature) and walked caller through how to turn stim on. The patient confirmed at the time of the call that they could now increase their therapy. Additional information was received on 2017-nov-08. The patient reported they were not getting the results they wanted and stated that it might have been an error on the patient¿s part as far as using the device correctly. The patient reported the therapy worked intermittently and expounded on the statement by noting that sometimes it seemed the therapy was helping and sometimes it was not helping. The patient noted it was helping during the trial. The patient reported they had some urgency and some frequency but mostly they had an urgency problem. The patient also reported they sometimes noticed that their ins was shut off and that it had been happening off and on. The patient noted they did not press the blue buttons on the side. The patient also reported sometimes when they synced, they would not see a lightning bolt. The patient noted they did not think they were around any electromagnetic interference (emi). The patient reported they were trying each program. While on the call, the patient used the patient programmer (pp) to confirm the status of the ins and it confirmed the ins was turned off. The patient used the pp on the call and the ins was turned off. It was reviewed with the patient how to turn the ins on and the patient stated they tried pressing the plus button and got the poor communication screen. The patient repositioned the antenna a few times and was still getting poor communication. The patient then changed the batteries in the pp and was able to connect and successfully turn the ins back on. The patient reported they were on program 2 and that ¿it was working now¿. The patient changed the program to program 3 at 4.0v and the patient confirmed they could feel it working. The patient also reported they would be seeing a healthcare physician (hcp). The patient also noted that when they changed programs there was sometimes no check mark. It was reviewed with the patient they needed to sync when changing a program and the patient verbalized their understanding. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient as they thought that they accidentally shut off the device. They would check it more often to see if device was on or not. Patient weight was reported.